Event description:
It was reported, that an error e333 occurred, while using the video system center, during surgery. The touch panel also did not work. The issue occurred, during a therapeutic laparoscopic procedure. The procedure was completed using the same set of equipment without any problems. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, h3, h4, h6. The device was returned to olympus for evaluation and event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, due to design of the device, malfunction would most likely occur even under normal conditions, which could have caused the touch panel to be inoperable. However, a root cause could not be specified. Olympus will continue to monitor the field performance of this device.